Event description:
Usb casing on 20mm probe is damaged and exposing wires.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.